Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a glass fragment was trapped between the checkband and stress member.additional: a batch review was conducted and no issues were found related to the reported ocndition during the manufacture of the lot.

Event description:
The facility representative contacted baxter to report an infusor in which during filling, backflow was observed from the filling port. The device was filled with normal saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.